Manufacturer narrative:
The field service engineer inspected and verified the analyzer's performance. The customer changed their workflow. The investigation determined that the customer's action of changing their workflow resolved the issue. The customer did not report any other issues. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable folate results from several patient samples tested on the cobas 8000 e 801 module. The reporter stated that the signals were too low. One example of discrepant results was provided: the high result was 8.93 nmol/l. The low result was 6.11 nmol/l.